Event description:
It was reported that during a gastroplasty opened procedure, the shears presented malfunctioned. Exchange defective equipment and continued. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged and small piece not returned. In additional, the blade was broken off and not returned. It is possible that the blade broke during transit to the analysis site. The complaint was for that the device "presented malfunction". The device was tested with a test handpiece and generator an alert screen was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.